Event description:
"Air gets in from connection part of monitoring line, it occurred 3 times. Samples were disposed at hospital."

Manufacturer narrative:
Conclusion - a review of the batch documentation, which includes device history records and inspection reports, showed that no problem was found relating to air bubbles inside the tubing line of the affected lot number during the mfg process. No sample provided for investigation, but if one is received for an investigation will take placed and a supplemental report will be filed. (B)(4).